Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A left ventricular pseudoaneurysm (lv psa) is defined as an incomplete rupture of the left ventricle, contained by pericardium, organizing thrombus, and hematoma. Lv psa may occur after cardiac surgery, trauma, infective endocarditis, or most commonly following a myocardial infarction. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, although it is estimated that 30-45% of left ventricular pseudoaneurysms will eventually rupture. Surgery is often required to prevent hemorrhage, an uncontrolled leak or other complications. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the procedure itself (transapical approach), likely contributed to the post-tavr pseudoaneurysm and subsequent placement of a vascular plug. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, a 26 mm sapien xt valve was uneventfully deployed in a bicuspid aortic valve. During the one-week follow-up examination, no abnormality was detected by CT. During the three month follow-up visit, a pseudoaneurysm on the apex was revealed by echocardiography. Five months and three weeks post valve implant, a vascular plug placement was performed for the pseudoaneurysm. It was noted that prior to the tavr procedure, there was a pre-existing adhesion of the left thoracic cavity due to a past surgery for another disease. Per the physician, the rep-existing thoracic adhesion minimized bleeding. The pseudoaneurysm eventually formed. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided.